Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The correct date of " date manufacturer received" is "october 29th, 2021", not "october 28th 2021" as reported in the initial report. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be identified. However, based upon the information from omsi, omsc surmised that these phenomena were attributed to the failure of the video connector socket. The exact cause of the video connector socket failure could not be identified. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2; g3, the aware date should be 26- oct-2021; h4, the correct manufacture date is 08-oct-2013; and h8. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there were ¿lines/flickering in image¿ as well as ¿no image on the monitor intermittently¿ which were all determined to be due to a faulty receptacle unit. The cause of the faulty receptacle unit could not be identified. Other incoming inspection findings were as follows: the front panel of this equipment is not working; power switch is found deformed plus presence of scratches on power switch; heavy corrosion and paint is peeled off on top cover which may result to leakage current failure, as well as the user may feel electric shock; heavy dirt was found on the tubing of pump unit; hit and scratches marks on front panel. Front panel is yellowish; minor rust and corrosion on rear panel; minor scratches on chassis; scratches and paint is peeled off on tank socket. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found the reported phenomena were caused by the failure of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4), it was found that the endoscopic image of the subject device on the monitor had noise (horizontal noise) and flickered, and also found that the endoscopic image of the subject device was sometimes not displayed intermittently. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.